Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the stent delivery system, (sds) was returned with blood visible in the guide wire lumen. There was no contrast visible. The stent implant was returned dislodged from the sds. There was a bent strut in the first row of distal struts. There was no other damage noted to the stent implanted. The balloon was loosely folded. There were crimp marks on the balloon between the markers. There was no other damage noted to the sds. The protective sheath and guiding catheter used during the procedure were not returned. A snap gauge was used to measure the outer diameters of the stent implant. The outer diameter measurements met manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned product. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion and/or accessory products. To ensure this type of issue is not the result of manufacturing, all stent delivery systems are inspected for proper stent placement, stent damage, and crimped stent outer diameter. Additionally, prior to lot release, a sampling of units is destructively tested to verify stent dislodgement force. Quality assurance analysis confirmed that the stent implant was returned dislodged from the balloon. There was blood visible in the guide wire lumen, which suggests that the sds was at least partially loaded onto the guide wire. Crimp marks were visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Furthermore, dimensional analysis of the product found that the outer diameters of the stent implant met manufacturing criteria. However, the balloon was loosely folded, which is consistent with inflation or partial inflation of the balloon. It is possible that, at some point, positive pressure may have been applied to the system causing the balloon to slightly expand, partially deploying the stent implant. This would cause the stent implant to become loose, facilitating stent implant dislodgement during an interaction with the guiding catheter. Additionally, there was a bent strut in the first row of distal struts. Damage to the distal end of the stent is most consistent with that of which occurs as a result of an interaction between the mounted stent and the anatomy and/or accessories during advancement of the product. The guiding catheter used during the procedure was not returned for analysis, which may have assisted in the evaluation. However, in this case, with the information provided and the evaluation of the sds, it appears that the stent damage and stent dislodgement are related to the circumstances of the procedure and no a product quality discrepancy; therefore, no corrective action will be implemented in this case. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent placement and stent damage. Additionally, a sampling of units is destructively tested to verify stent dislodgement force. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the xience was being advanced in the left coronary (interventricular artery), but the stent was observed to be missing from the balloon. The stent delivery system (sds) was removed and the dislodged stent was found inside the guide catheter. There were no patient effects. No additional event or patient information is available.